Manufacturer narrative:
As reported, the tip of a 4f 65cm bernstein ii tempo diagnostic catheter broke while inserting into the left arteriovenous graft (avg). There were no reports of patient injury. A contralateral approach was not used. There was no calcification of the target site, however there was some tortuosity. The vessel was occluded and had no bifurcation or acute angulation. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the access site. The device was not pulled from the packaging by the hub. However, the device was torqued by the hub. There were no difficulties upon insertion, advancement or withdrawal of the catheter. The catheter did not become entrapped at any point during the procedure. The separated piece of the device was removed using wire and a snare. The device was returned for analysis. A non- sterile ¿cath tempo 4f ber ii 65cm" was received coiled inside a clear plastic the device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing that the unit presents a distal tip separation condition and a kinked condition located approximately at 11 cm from the distal tip. The separated brite tip was not returned for analysis. No other damages or anomalies were observed. Dimensional analysis was performed to verify the correct inner and outer diameter, measurements were taken at the separated area tand found to be within specification. Sem analysis was performed and showed that the complaint unit distal tip presented evidence of a separation condition where material elongation patterns and evidence of material transfer were observed across and close to the separation borders of the separated section. This type of patterns of elongation observed are commonly caused during the exposure of an excessive tensile force that may cause these types of mechanical changes. About the material transfer it was observed that this material could be related to the displacement of distal tip material when the separation of the catheter body occurred leaving as evidence this material transfer and the cavities observed in the separation border that are commonly observed when these typed of polymeric mechanical events occurred. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 18143794 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported by the customer as ¿brite tip/distal tip ~ separated¿ was confirmed through analysis of the returned device. While the exact cause for the event could not be determined, there are procedural factors such as, over torquing and insufficient flushing of the catheter that can lead to resistance friction on a guide wire and separation. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. Before use, flush all devices entering a vessel with sterile heparinized saline or similar isotonic solution. Keep catheter filled with either flushing solution or contrast medium while the catheter is in the vascular system and consider the use of systemic heparinization. Forcibly aspirate and flush the catheter with heparinized saline solution at least every two minutes.¿ based on the information available, device analysis, and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18143794 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 4f 65cm bernstein ii tempo diagnostic catheter broke while inserting into the left arteriovenous graft (avg). There were no reports of patient injury. A contralateral approach was not used. There was no calcification of the target site, however there was some tortuosity. The vessel was occluded and had no bifurcation or acute angulation. There was no calcification, tortuosity, stenosis, acute angulation, or bifurcation of the access site. The device was not pulled from the packaging by the hub. However, the device was torqued by the hub. There were no difficulties upon insertion, advancement or withdrawal of the catheter. The catheter did not become entrapped at any point during the procedure. The separated piece of the device was removed using wire and a snare. The device will be returned for evaluation.